Event description:
It was reported that during an in-clinic check, loss of capture was noted on the left ventricular (lv) lead. The patient felt lightheaded. The following day the lv lead was abandoned and appeared to have damages. A new lead lv lead was implanted on the right side. The patient was stable.

Event description:
It was reported that during an in-clinic check, loss of capture was noted on the left ventricular (lv) lead. The patient felt lightheaded. The following day the lv lead was capped and appeared to have damages. The patient was stable.